Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a rod bender broke during rod manipulation in surgery. The procedure was completed using an alternative rod bender without reported patient impacts.

Manufacturer narrative:
Additional information: the returned bender was evaluated. The tip was found to be fractured. The cause can likely be attributed to high forces exerted onto the bender that exceeded the design limitations of the device. The labeling was reviewed and was found to sufficiently describe the proper use for the device. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tip of a rod bender broke during rod manipulation in surgery. The procedure was completed using an alternative rod bender without reported patient impacts.